Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v466235, implanted: (B)(6) 2010, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient was informed by healthcare provider (hcp) that their leads were cracked so they turned the stimulator off. This was discovered two months ago. Patient stated it had not been working for years but did not know which year this started. Patient also reported that ¿it worked and it was on but it was not helping them and when the hcp office merged and none knew what was going wrong and nobody was really monitoring it¿. Patient indicated that they had a fall in (B)(6) where ¿they tore their hamstring and they also broke their elbow like 4 years ago in 2013 or 2014. They also had a car accident in (B)(6) 2015. A loss of therapy was noted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot# v466235, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was turned off. The cause of the lead crack and device not working was not determined and the loss of therapy was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v466235, implanted: (B)(6) 2010, product type: lead. Has been updated to implant date per new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was considering potentially having their device removed so they requested health care provider (hcp) listings. The patient reported that after they were implanted with the current device they couldn't turn up the device because they would feel the stimulation sensation go down their right leg. The patient mentioned they only had the device checked a couple of times between 2010-2014 because it wasn't their priority at the time. The patient reported that they didn't really think it was helping much since implant. The patient mentioned their fall that had been reported prior to this additional information and noted they tore their hamstring from the fall. The patient then reported they fell a second time due to their weakened hamstring and broke their elbow. The patient noted they fell on the same side that their stimulator was located. The patient reported they were in pain since the fall and associated that pain with their bladder. The patient also reported they experienced pelvic floor issues including that the pelvis was crooked/had shifted. The patient reported the pain and the issues gradually got worse since the fall. The patient thought they would get relief doing physical therapy and using their stimulator however they didn't get the needed relief. The patient also reported they experienced the same vibration/burning sensation down the same leg as they did when they would turn their stimulator up too high. The patient re-reported they found out the leads were cracked so they turned off the device in (B)(6) 2017 and it had been off ever since. The patient decided not to replace anything until there was an MRI compatible device. There were no further complications reported/anticipated.